Manufacturer narrative:
Addtional information: d5, h5, h6; h11 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
The product was not returned. The investigation is ongoing and the results of investigation will be reported. The manufacturing number is (B)(4).

Event description:
The patient underwent hernia repair surgery on (B)(6) 2009, during which a gynecare tvt was implanted. Following the procedure, the patient experienced incontinence, infection, and pain. No further details were provided.